Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in dusseldorf, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
The unit has been requested at manufacturer site for further investigation and repair. Currently, no service report is available. The involved gas blender was manufactured in 2010 and according to the analysis of the complaints database, no further events related to this unit have been reported in the past. No adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician could not confirmed the reported issue: during prior test run and during complete procedure no error occurred. The device was working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Considering therefore the results of the technical service activity, an hardware defect of the device can be ruled out. It cannot be excluded that the reported event was caused by an improper hospital gas supply or a missed gas blender warm-up phase.